Event description:
During laparoscopic cholecystectomy the trocar did not retract and the surgeon reported a perforated liver. The product has not been returned for eval. Device history record review indicated no lot specific problem.